Event description:
It was reported that the security lock was broken. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the safety mechanism not remaining secure against the needle housing was confirmed; however, the root cause was not identified. The product returned for evaluation was one 22ga x 0.75¿ miniloc safety infusion set. The sample was received with the safety not engaged and appeared free of usage residues. The safety mechanism was extended slightly away from the housing. Attempts to secure the safety to the needle housing were unsuccessful. Microscopic inspection of the safety mechanism retention clip revealed deformation, which prevented retention of the safety mechanism. One tab was bent inward and material discoloration was observed in the vicinity of the bend. The inward edges of both tabs exhibited material wear. The safety mechanism would not remain secure against the housing because the retaining clip was deformed; however, the cause of that deformation was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A lot history review (lhr) of asaus0169 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asaus0169 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the security lock was broken.